Event description:
A report was received from a user facility in (B)(6) indicating that the machine lost communication with the vacuum module during the procedure. According to the customer the aspiration appeared to fail during the fluid-air exchange and residual fluid was left in the back of the eye. During the case the pt's eye appeared to go soft requiring a temporary air tamponade while the unit was exchanged. The case was then completed without any further injury or consequences to the pt.

Manufacturer narrative:
Device has been requested for eval however it has not yet arrived.